Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments. The lead was severed 13.2 centimeters from the terminal end, with the extracting stylet stuck in the distal segment. Visual inspection revealed no abnormalities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported high capture threshold issue.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. Subsequently, this lead was explanted. Besides surgical intervention, no additional adverse patient effects were reported. This lead was received, and analysis was completed.